Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was discarded by the facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and the provided angio image, it was presumed that torsion and/or bending stress was inadvertently applied on the guide wire while the wire tip was being trapped in the calcified tortuous lesion. When the stress exceeded the product's design limit, it likely made the core wire fractured and the coil wire was elongated with tensile stress generated with wire removal. It was concluded that this event was not attributed to the device quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a pci was to treat a moderately tortuous 90-99% stenosis in the lad #7. An asahi guide wire crossed the lesion and balloon dilatation was performed. After successful stenting, it was noticed that the guide wire was pulled back from the lesion. The guide wire was then used for selecting a branch and wiring to the lesion when it became trapped in the tortuous and calcified anatomy. The guide wire was removed against resistance and elongation of the coil wire was noted after removal (the provided angio indicated that the core wire was fractured with coil elongation). A new guide wire of the same brand was replaced to resume the procedure. The blood flow was successfully reestablished. The physician commented that the guide wire might be trapped because there was a tortuous and calcified segment of the lesion. The patient was without problem after the procedure.